Event description:
Was hospitalized with blood clots one month after undergoing rezum. Spent 2 days emergency room continuous bladder irrigation later admitted to another ER, mechanical continuous bladder irrigation and later admitted to their hospital for additional 2 days continuous bladder irrigation.